Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was confirmed. An inflation deflation test was performed and it was observed the cuff inflated, at the time of deflation a restriction was observed. A visual inspection was performed and it was observed the pilot balloon collapses over the inflation line. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation/deflation issue. They used a syringe to push air in and out of the cuff. The customer indicated that there was no patient involvement.